Manufacturer narrative:
Product ID 8709. Serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8578. Serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that last spring in (B)(6), the patient had a baclofen and cerebrospinal fluid (csf) leak. The patient had a big bump/bubble on her back. It was excised and tested and determined that there was baclofen and csf. A blood patch was performed once or twice. Dye was run through, but no leak was detected. In (B)(6), a neurosurgeon put a shunt in the patient¿s head to relieve pressure in the patient¿s spine, which resolved the leak. The patient still did not have relief the way she always had. It was thought the blood patch may have plugged the catheter so the patient was not getting medication. The patient had a refill 2 weeks ago and after 3 days the patient was so cramped up and had so much spasms and pain that she could not walk. The patient was brought to a health care provider (hcp) who wanted a CT scan because, it was thought there was fluid in the brain. It was reported the shunt was fine. The patient was getting 20 milligrams of oral baclofen daily. The pump was being used to deliver baclofen.